Event description:
In april 2005, baxter help line received a call from facility reporting a patient experiencing nausea, vomiting, and stomach cramps. The patient was treated with 1 g vancomycin and 100 intermuscular tobramycin. The patient is still using the same homechoice machine with no further reports of symptoms.